Event description:
It was reported that "the pressure readings were inaccurate during use. The sales representative commented that the readings were probably abnormally low. The catheter was replaced and the problem was solved. The customer suspected that the catheter lumen may have been occluded". There were no patient complications reported.

Manufacturer narrative:
The product was returned for evaluation. The catheter was received without the pressure monitoring unit. The customer report was not confirmed. The thermistor was submerged in a 37.0c water bath and read 37.2c on both vigilance I and vigilance ii monitors. Thermistor circuit was continuous. There were no open or intermittent conditions. Thermistor connector was opened with no visible inconsistencies. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. A 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip; entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. Any leakage (bubbles exiting) from the catheter body or from any connector was visually examined. All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body or returned monoject 1.0cc limited volume syringe. Visual examination was performed under microscope at 10x magnification. Temperature readings were done on vigilance I and vigilance ii monitors. A device history record review was completed and documented that the device met all specifications upon distribution. No additional actions will be taken at this time.